Event description:
It was reported that the customer was admitted into the intensive care unit for diabetes ketoacidosis and urinary infection. The blood glucose reading at time of the call was 222mg/dl. Troubleshooting was performed. The programming, time, basals, daily totals, alarm and bolus history all appeared to be correct. Ran a fixed prime and high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.